Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) loosened. The final abutment fell off with the screw intact. Tooth location 3.

Manufacturer narrative:
One certain ucla goldhexed abutment cylinder and mating gold-tite screw were returned for inspection attached to a restorative crown. A visual inspection revealed signs of wear consistent with use at the screw threads . No device lot number was provided for the abutment screw so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.